Manufacturer narrative:
The account stated that the device has been upgraded with a (B) (4) mattress. The technician discovered that one of the magnets in the mattress has moved. The technician moved the magnet back into position, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the bed exit will not alarm locally.